Manufacturer narrative:
Block h2: correction. Block d4: model number, lot number, catalog number, expiration date, gtin, UDI. Block b5: note. Block h6: device code. Block h2: additional information: block a1: patient identifier. Block a2: date of birth, age at time of event, unit of measure - age. Block a3a: sex. Block a3b: gender. Block a4: weight, unit of measure - weight. Block h6: imdrf device code a150203 captures the reportable event of bands difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2025. It was reported that during the procedure, the first two attempts at turning the handle did not deploy the band, but on the third attempt the band was deployed successfully. There was no difficulty setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap earlier in the setup process instead of at the end of the setup. However, according to the instructions for use (IFU), this step must be performed at the end of the setup to ensure proper device function.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2026. It was reported that during the procedure, the first two attempts at turning the handle did not deploy the band, but on the third attempt the band was deployed successfully. There was no difficulty setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of bands difficult to deploy.

Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of bands difficult to deploy. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned; therefore, product analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed, which is one of the last steps of the preparation procedure. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. A risk review was completed and confirmed that the event of bands difficult to deploy was defined in the risk hazard documentation and are documented accordingly. These events type have been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2025. It was reported that during the procedure, the first two attempts at turning the handle did not deploy the band, but on the third attempt the band was deployed successfully. There was no difficulty setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap earlier in the setup process instead of at the end of the setup. However, according to the instructions for use (IFU), this step must be performed at the end of the setup to ensure proper device function.